Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked, there was no damage to the bottom case and the plunger head was cracked. An occlusion test was performed and the reported problem was duplicated; the problem was caused by a worn out motor assembly. The root cause was deemed to be normal wear, parts were over 13 years old. Actions were taken to mitigate the reported issue: replaced left and right plunger case, replaced plunger cable, replaced top and bottom cases, replaced the battery; upgraded the power receptacle, position pot, worn worm coupling and gear, motor and motor bracket; added delrin washer and cable guard, worn leadscrew, right and left clutch and clutch spring, worn square shaft; recalibrated and all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.